Event description:
Unomedical reference number: (B)(4). Event occurred in (B)(6). On (B)(6) 2022, the patient felt weak, tired, had vomiting, and muscle aches due to a bent cannula. At the time of the event, his blood glucose level was more than 33 mmol/l. Consequently, on (B)(6) 2022, he was admitted to the hospital due to diabetic ketoacidosis. During hospitalization, he was administered an unspecified medication (drug name unknown) intravenously. Since, two days he was hospitalized and currently, his blood glucose level was 19 mmol/l. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.